Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was 465/dl. Customer's blood glucose value at the time of incident was 467mg/dl. Customer experienced abdominal pain and nausea due to high blood glucose. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.